Manufacturer narrative:
Unit was received with normal operating currents. Also passed self test, restart error test, rewind test, basic occlusion test, occlusion test, prime, system sensor test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is cracked by the top right of the display screen. The customer's blood glucose reading was unknown at the time of the phone call but recently was 400 mg/dl to 500 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.